Event description:
The patient was experiencing difficulty with speech discrimination. Intermittent and failed electrodes were noted along the electrode array. Explantation/reimplantation surgery was performed in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.